Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused; did not completely empty after 48 hours of infusion, 80-90% of the dose had to be administered. The remaining volume was difficult to estimate because the device leaked in the package. This was observed during patient infusion. The device was filled with 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
. H4: the lot was manufactured from october 05, 2021 to october 07, 2021. H10: the device was received for evaluation. Visual inspection was performed using the naked which observed fluid inside the bag that contained the sample. Further inspection revealed that the cause of the leak was due to non closure of the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The device was determined to be conforming product. The reported condition of leak was verified; however, not verified for the reported underinfusion. The cause of leak was user related. The customer did not close the distal luer with the product's blue winged cap. The instructions for use (IFU) indicates to make sure the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.